Manufacturer narrative:
According to the additional info received, the patient had received 5 chemotherapy treatments through the system. Difficulties had been experienced following initial implanation when the system became occluded. The occlusion was cleared with thrombolysine prior to the chemotherapy treatments. In august 1996 the patient was admitted to hospital due to attacks of tachycardia and dizziness. An ECG was performed which was normal. The system was explanted at which time it was found that 15cm of the catheter were missing. The distal segment of catheter was located in the patient's right ventricle and was removed without complication. Following removal the patient had few attacks of tachycardia.

Event description:
The only information supplied was that the system was explanted because the catheter "broke"